Event description:
Patient presented with broken femur was implanted with nail, helical blade and screw on (B)(6) 2013. Reportedly the patient is a cancer survivor that was treated seven (7) years ago for a large tumor in her hip bone that was removed and treated. It was reported a couple of weeks ago the patient was experiencing pain in her leg. The surgeon took x-rays (date unknown) and it was noted that the top portion of the helical blade holding the nail is slipping. Reportedly the helical blade has moved towards the patients hip socket and subsequently the patient is in pain. The patient will be returning to the surgeon to discuss her options; a possible revision surgery may be needed. This report is for an unknown helical blade. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.